Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unspecified access set ¿fell out¿. This was observed after spiking to a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: g04034 added (previously omitted). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.